Manufacturer narrative:
Literature citation: mehta v, poply k, ahmad a, et al. Effectiveness of high dose spinal cord stimulation for non-surgical intractable lumbar radiculopathy - hidens study. Pain pract. 2021.10.1111/papr.13087 literature abstract: this study was designed to evaluate the efficacy of high-dose (hd) spinal cord stimulation (scs) utilizing sub-perception stimulation with higher frequency and pulse width in non-surgical predominant low-back pain population at 12 months. The authors ultimately concluded that the study demonstrated that anatomical placement of leads with sub-perception hd stimulation could provide effective pain relief in patients who are not candidates for spinal surgery. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
One patient experienced ¿lead migration due to an adverse event (fall) at 11 months.¿ see literature article.

Event description:
Additional information received from one of the article¿s co-authors noted that the lead migration patient previously reported through this report was patient (B)(6) from their study. It was noted that the lead migration was indicated through x-ray imaging on (B)(6) 2018. Multiple reprogramming attempts were made; however, the patient ultimately required a revision that was performed on (B)(6) 2019. It was noted the patient¿s leads and implantable neurostimulator (ins) were replaced during the revision. Additional review of the reporting manufacturer¿s records noted that the event involving this patient has been previously reported through manufacturer report number 3007566237-2019-00209. In addition to the above additional information, two additional events were reported to the manufacturer involving the study from the previously reported article. The reported events were as follows: 1. A patient (patient (B)(6)) reported having experienced little to no stimulation. X-ray imaging performed on (B)(6) 2019 identified lead migration. Multiple reprogramming attempts were made; however, the patient ultimately required a revision that was performed on (B)(6) 2020. It was noted the patient¿s leads and ins were replaced during the revision. 2. A patient (patient (B)(6)) reported having experienced pain in the right side of her back after her second stage implant procedure. Multiple reprogramming attempts were made; however, the patient ultimately required a revision that was performed on (B)(6) 2020. It was noted the patient¿s leads and ins were replaced during the revision.

Manufacturer narrative:
B3: see b5. Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead h2: please note that sections b1 and h1 have been updated at this time based on additional information received. Additionally, method code b20 has been replaced with method code b18 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.